Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and infection ('infection') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and infection outcome was unknown. The reporter considered device dislocation and infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral proximal occlusion with essure coils in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality-safety evaluation of proceed with follow-up 4 on 29-jul-2020: no new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and infection ('infection') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and infection outcome was unknown. The reporter considered device dislocation and infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.